Event description:
I'm filing this complaint to report severe skin rashes I'm experiencing; using dexcom's g6 cgm sensors as a result of dexcom's change in their adhesive that is applied to the sensor which is attached to your skin. During my conversations with dexcom's tech support, they have acknowledged people are experiencing allergic reactions to the adhesive formula change on sensors they began shipping in (B)(6) 2019 through present. I had been using the g6 sensors for 18 months without experiencing any rashes at all. The rashes began on (B)(6) 2020 with a new box of three g6 sensors, lot 5271412. Sensor 1: applied (B)(6) 2020; small rash revealed when sensor was removed, sensor 2: applied (B)(6) 2020; severe rash measuring approx 2-1/2)inches long by 2 inches high revealed after removing sensor. My skin was raw in areas causing me to contact my primary doctor and my dermatologist who prescribed betamethason ointment for treatment. Even after applying the ointment 2 x a day for 8 days, the rash is still present. Photo attached. Sensor 3: applied (B)(6) 2020; same experience as with sensor 2; severe rash, raw in areas, requiring treatment. On (B)(6) 2020 I contacted dexcom's training and tech support departments to report the severe rashes I am experiencing (call reference number (B)(6)). I also spoke with their tech support on (B)(6) 2020 and again on (B)(6) 2020 (call reference no. (B)(6)). Dexcom's staff acknowledged there's been an adhesive formula change and that customers are experiencing allergic reactions to the new adhesive, but they offered no solutions regarding the adhesive issue. What they did offer was to send me "free overlay patches" to put under the g6 sensor as a barrier to prevent the rash. I was told the adhesive used for the overlay patches is the same used on dexcom's g5 sensors, which I never had an issue with. Cgm's are used by diabetics (I am a juvenile diabetic) that are an "at risk" population" that should not be subjected to a medical device containing adhesive product that is causing severe rashes that can quickly turn into a life threatening infection, especially during the covid19 pandemic. Dexcom is totally aware of the adverse reaction to their adhesive as numerous customers are complaining about it online and their staff acknowledged it during my phone conversations. I feel the FDA should immediately require dexcom to rectify this dangerous issue before someone develops a life threatening infection due to the problematic adhesive they are using. Feel free to contact me if you have any questions. I'd be happy to elaborate. FDA safety report ID# (B)(4).